Event description:
Customer called states that while filling the pod that there was a clicking noise. States that had pod on a couple of hours and checked his bg and it was 366, he bolus and it was 416. No further info reported.

Manufacturer narrative:
The product has not been returned so no eval was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.